Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 515085; batch # unknown. It was reported by customer that the pt was sent home with new adaptor applied and after 24 hours the tubing came disconnected. Verbatim: the is all the product information I received. No lot number. No saved product. Pt had 5fu pump connected for 46 hours. Pt was sent home with new adaptor applied and after 24 hours the tubing came disconnected. Pt had to reconnect tubing to finish her chemo infusion. Small amount of chemo spilled on her shirt. Suggestion is to get rid of new equipment, due to safety events. Rep (B)(6) visited with unit on (B)(6). Unit charge nurse (B)(6) believed this was due to incorrect orientation of m25-o infusion clamp. No lot information no saved sample no harm. No additional information to provide.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.